Event description:
Info rec'd from an attorney, info rec'd reveals pt had been wearing acuvue advance on a 1 week extended wear basis for 3 weeks, though that lens is not labeled for that use. The pt's eye care provider changed the prescription to acuvue oasys in 2006. Three days later, the pt complained of a painful left eye and sought treatment from their eye care provider 3 days later. The pt was given a prescription for pred forte. Five days later, the pt's condition worsened and the pt returned to the optometrist who was then unavailable. The pt was referred to another optometrist who prescribed zymar and isopt (scopolamine). The pt was referred to a corneal specialist to be seen the next day. The pt went to the emergency department that evening. Exam revealed a "definite punctate corneal lesion at about 12 o'clock position superiorly".

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.